Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored multiple episodes of inappropriate anti-tachycardia pacing (atp) and shocks due to atrial tachycardia (at) with rapid ventricular response. Technical services (ts) reviewed the stored electrograms (egm) and discussed that the device delivered therapy because the rhythm identification (rid) template declared beats uncorrelated as the device was unable to determine the peak of the r-wave in correlation to the shock egm. Ts discussed repositioning the right ventricular (rv) lead in order to improve sensing or reprogramming the device. This ICD remains in service. No additional adverse patient effects were reported.